Event description:
It was reported that the patient felt a stabbing and burning sensation at the insertable cardiac monitor (icm) device site. Boston scientific technical services (ts) received a call from the patient and advised the patient to contact their physician or go to the emergency room (ER). Additional information provided indicates after the patient placed their call to ts, the patient was able to get in contact with a physician. The physician advised the patient to monitor for any signs of infection at home. The healthcare facility (hcf) had a scheduled follow up call with the patient but were not able to successfully connect. There have been no subsequent calls to ts or the hcf, and there are no documented visits to the hcf or ER. Also, the icm device is operating and transmitting as intended. The icm device is not expected to be explanted as a result of the patient reported symptoms. The device remains in-service. No additional adverse patient effects were reported.